Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while accessing the coronary sinus a coronary dissection occurred due to advancement of a balloon tipped wedge catheter. The catheter was removed. The patient was observed overnight, had an echocardiogram, and chest x-ray which revealed there were no abnormalities due to the dissection. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.